Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the quick coupling device was frozen/would not function. It was further observed that the device could not secure/drive k-wire and did not function. It was further determined that the device failed pretest for checking for tool quick coupling, checking self holding force, and checking function in running mode. It was noted in the service order that during post operation, it was discovered that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of device being frozen/not moving identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition of device being frozen/not moving identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to component failure from wear. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the quick coupling device was frozen/would not function. It was further observed that the device could not secure/drive k-wire and did not function. It was further determined that the device failed pretest for checking for tool quick coupling, checking self holding force, and checking function in running mode. It was noted in the service order that during post operation, it was discovered that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in (B)(6) 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.